Manufacturer narrative:
Further event details have been reported: the patient had to be removed from the ventilator for reanimation due to heard problems. Up to that point of time ventilation was normal. After successful reanimation the patient was reconnected to the ventilator and after restart of ventilation "leakage"-alarm was generated. The source of the leak was identified. The inspiratory valve was found to be partially disengaged from the ventilator. The valve was requested for investigation but not made available. For reprocessing purpose it is required to dismount the valve from the ventilator. For this purpose a locking lever has to be released and the valve has to be turned and pulled out. It can be concluded that the valve was unlocked by mistake during hectic actions for reanimation. No device failure was identified. The reported event is an isolated case.

Manufacturer narrative:
First on site check of the ventilator did not indicate any malfunction. Further investigation will be reported with the follow-up report.

Event description:
It was reported that a patient expired on the infinity acs workstation cc. He stated that " there was something wrong with the inspiratory limb. Something is loose" it is unknown if alarms were generated.